Event description:
It was reported to baxter that a flogard pump displayed failure code f38. Process step is unknown. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is not available.

Manufacturer narrative:
(B)(4). The reported problem of failure code f38 was confirmed in the sample evaluation. The cause of the reported problem was identified to be that the "sensors fsr out of range." To resolve the reported problem, the fsr were replaced. If additional relevant information becomes available, a followup report will be submitted.